Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent lead implant on (B)(6) 2018 where the physician had difficulty with the lead entry. At the time of implant, no evidence of a csf leak was present. When the patient returned on (B)(6) 2018, the patient experienced severe headaches with nausea and vomiting upon positional changes. To address the issue, a blood patch was performed, and the symptoms immediately improved. All symptoms have since resolved.